Event description:
The pt unit of the servo I fell off of the cart. The unit did not have the knob that holds it attached to the cart screwed in at the time. The biomed tech was moving the unit, the shelf of the pt unit was not latched in, he turned a corner with the vent and the pt unit came off of the cart.